Event description:
The customer reported that backup alarm failed occurred. The customer reported that the unit was not in use on patient. The unit was being checked in a place such as a hospital's medical engineer (me) room. The customer contacted product support and requested for service repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address & institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The service technician reported that the reported issue was not duplicated by a check performed. Since occurrence record of "check vent: backup alarm failed" was confirmed in the event log, the cpu board was replaced to prevent recurrence. The unit was checked overall, cleaned, run in tests and functionally tested.

Manufacturer narrative:
A cpu pcba was returned for failure analysis. Previous investigations have shown that ls1s built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound.